Manufacturer narrative:
Please note that the following section was incorrectly reported on follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2020-00068. Results: the velocity was kinked approximately 2.5 cm, 36.0 cm, 100.0 cm and 141.0 cm from the hub. The device was fractured approximately 15.5 cm, 16.5 cm and 19.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the device was fractured. Based on the damage near the fracture site, this break was likely the result of a kink during the procedure. If the device is manipulated at extreme angles or forcefully against resistance, the device may kink and fracture. Further evaluation of the device revealed additional kinks and fractures. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the returned velocity was fractured approximately 53.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture. If the velocity is forcefully mishandled during use, damage such as a fracture may occur. No additional information regarding the procedure was provided. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a velocity delivery microcatheter (velocity). During the procedure, it was reported that the velocity broke while embolizing uterine fibroid using embospheres. There was no report of an adverse effect to the patient. No additional information is available.